Event description:
A malfunction involving code malf 9 was reported, and there was no notable event preceding it. The customer did not report whether their blood glucose exceeded 500 mg/dl, so the impact is unknown. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction did not recur. The customer understood the guidance and was advised to continue using the pump, with the option to call back if issues persist.